Event description:
It was reported that they are grid line artifacts in the images, causing the patient to be re-exposed. It was determined that the grid assembly needed to be replaced. The customer called back with blurred images and changes were made to the image processer. Once the grid wa replaced and the changes made to the image processing, the unit is working as intended.